Event description:
Boston scientific received information that during a follow up visit, interrogation revealed this right ventricular lead displayed noise resulting in oversensing. In addition, impedance measurements were low out of range. No inappropriate therapy had been delivered as a result of this issue. The arrhythmia logbook revealed there had been one diverted shock episode. A revision procedure was performed. This lead was removed and replaced successfully. Post lead replacement normal measurements were obtained. During the removal procedure, this lead was damaged and will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended, therefore, analysis cannot be performed in an attempt to determine the root cause. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.